Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited inappropriate atrial tachy response (atr) mode switching due to far-field oversensing following ventricular pacing. Technical services (ts) was consulted and provided reprogramming options for this patient. During case review, ts also identified that device data was not uploading correctly and subsequently provided troubleshooting to address the issue. No adverse patient effects were reported. This ICD remains in service.